Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Per the complaint information the cause of the alarm is due to the patient having a clamp open on a supply line not connected to a solution bag. The lot number is unknown, therefore, a batch review was not performed. Labeling review found the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that on (B)(6) 2010 that the homechoice machine sounded a 2240 alarm (air in set) during dwell 4 of 4. The patient was connected to the device at the time of the alarm and didn't disconnect at any time prior to the alarm. The patient stated that they checked lines and bags and found an unused supply line clamp open. The technical services representative had the patient disconnect using aseptic technique and remove the cassette. No patient injury or medical intervention was reported.